Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent radical cystectomy and ileal conduit urinary diversion on an unknown date. The patient possibly experienced colo-vaginal fistula with subsequent laparotomy and loop colostomy. Seven months following the cystectomy procedure, the patient was admitted for acute abdominal pain and was diagnosed with anterior vaginal prolapse. Physical examination demonstrated small bowel evisceration through a vaginal defect in the anterior vaginal compartment. An additional procedure was performed on unknown date and the bowel loops were reduced back to the peritoneal cavity. Suture was used to close the enterocele and to suture the endopelvic fascia and puborectalis muscle fibers together. It was reported that the patient developed recurrent prolapse at the six month follow up, pending further surgery. Additional information was requested.

Manufacturer narrative:
Corrected information.- this device is already reported in mwr-31102017-0000008879. Therefore, all event information for this device will be contained in mwr-31102017-0000008879 (mrn 2210968-2017-70726).